Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dislodged the day after implant. The physician removed the lead and opted not to replace it considering the patient's age. No adverse patient effects were reported. Should additional information be received, this file will be updated.